Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, vessel occlusion occurred. The 99% stenosed target lesion being treated was 3.5mm in diameter and 5mm long located in the mid left anterior descending (lad). The lesion was treated with predilation and placement of a 3.0x24mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. Source documents note that a small 2nd diagonal branch was jailed by the lad stent and was occluded at the end of the procedure. Pre-procedure timi flow of the 2nd diagonal was ii, post-stent placement timi was 0. There were no reports of chest pain or electrocardiogram (EKG) changes. The diagonal branch was not treated. The patient was discharged 1 day later on aspirin and prasugrel.